Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said "the implant is not working' and they had a return of symptoms. They checked the ins yesterday and saw a stethoscope and doctor screen, but didn't remember the code associated with the screen. The caller said their healthcare provider (hcp) told them to contact the manufacturing company. The caller also saw poor communication with and without antenna. As a result of what was reported, they were redirected to their hcp to address their symptoms/possibly depleted ins. No further patient complications have been reported as a result of this event.